Event description:
During the procedure, the physician deliver the guidewire to pass the lesion, but the tip of the guidewire was broken and stuck in the lesion, since the vessel had already blocked, the physician did not try to archive the broken tip, the patient was stable.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During the procedure, the physician deliver the guidewire to pass the lesion, but the tip of the guidewire was broken and stuck in the lesion, since the vessel had already blocked, the physician did not try to archive the broken tip, the patient was stable.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.